Event description:
It was reported via repair work order that the head end brake was not working due to a base brake rod being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description-conclusion code 17- product is past its useful life expectancy and can not be repaired.